Manufacturer narrative:
Image analysis one still image received for analysis. Image depicts the tip of a valiant captivia delivery system wrapped in cloth and held in gloved hands. Deformation is evident to the distal edge of the tip. Film analysis conclusion the reported insertion difficulties and damage to the non-medtronic stent graft were confirmed in the images provided. While the cause of the event cannot be conclusively determined, the presence of a previously implanted non-medtronic stent graft likely contributed to the observed insertion difficulties. It is possible that multiple attempts to pass the device through the lumen of the non-medtronic device contributed to the damage observed in the proximal segment of the non-medtronic stent graft. However, the limited angiographic material provided did not capture the exact moment when the stent deformation occurred. The reported deformation of the tip of the valiant captivia delivery system could not be evaluated based on the film provided, but it is possible that insertion difficulties encountered during the procedure contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was attempted to be implanted during the endovascular treatment of a dissection involving the left subclavian artery, extending approximately 40 mm toward the distal left clavicle. It was noted that the patient had previously undergone endovascular aortic repair five years earlier, during which a non-medtronic thoracic stent graft had been implanted. The plan was to implant the valiant captivia proximally to the previously placed stent graft. It was reported that during the procedure, after vascular access was obtained and the stent graft was positioned in the aortic arch, the tip of the valiant captivia delivery system became caught on the proximal segment of the previously implanted stent. The physician removed the delivery system, and reshaped the tip of the thoracic aortic stent graft, and increased the support of the stiff guidewire. During shaping, the operator manually bent the tip and the proximal end of the stent slightly, causing a certain degree of curvature at the proximal end of the entire delivery system, so that it would not enter the body in a straight configuration, but instead, it would be inserted with a slight upward curve, in order to avoid catching on the previously implanted stent. Despite multiple attempts, the delivery system was unable to pass through the previously implanted stent graft. Digital subtraction angiography (dsa) imaging showed slight deformation at the proximal end of the previously implanted stent during the procedure. The physician subsequently removed the delivery system and aborted the procedure. The patient may be managed conservatively or converted to open surgery. It was noted that after the stent was finally withdrawn from the body, burrs were observed on the tip. According to the physician, the cause of the event was anatomy-related due to the presence of the previously implanted stent. No additional sequelae were reported, and the patient will continue to be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.